Manufacturer narrative:
No product was returned. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The exact lot number was unk; however, the customer reported that the product was from one of three lots, 3218548, 3306859, 3315998. Review of the device history records confirm the three subject lots met mfg requirements prior to shipment. The mfg and use by/before date are as follows: lot 3218548: mfg date: 10/01/2010; use by/before date: 09/30/2011, lot 3306859: mfg date: 02/01/2011; use by/before date: 01/31/2012, lot 3315998: mfg date: 02/01/2011: use by/before date: 01/31/2012.

Event description:
It was reported following a percutaneous coronary intervention (pci) procedure, an angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture. The puncture site was sterilized with alcohol and not with povidone iodine, before and after the angio-seal deployment because the pt has an allergy to povidone iodine. The physician did not change his sterilized gloves, clamp and scissors before angio-seal deployment. Blood around the puncture area was wiped off with sterilized gauze. The angio-seal deployment was completed without any problem. Four hours later, the pt was on bed rest and was reporting pain and had a heat sensation. The pt underwent surgery (date unk) and the angio-seal was removed. The pt was reported to stable after surgery. The complaint product used may have been from lot numbers 3218548, 3306859, or 3315998.